Event description:
A report was received that the patient has a lump near her ipg. The lump is hot to touch and swollen. The patient had a non-device related procedure and the lump is at the surgery incision site. The patient was given IV antibiotics due to infection at the ipg site. The patient underwent an explant procedure. Symptoms are resolving slowly. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm. Model # sc-4316 lot # 14074041 description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.